Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix e/x mesh (device 2). An additional supplemental emdr was submitted to represent the composix e/x mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2006 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of composix e/x mesh (device 1 and device 2). Per operative notes, ¿a small incision was made in the right upper quadrant. Large hernia sac was dissected out. Two composix e/x mesh (device 1 and device 2) was placed into the abdominal cavity and secure it with sutures.¿ (B)(6) 2018 - patient was diagnosed with abdominal wall abscess, infected mesh, fistula, inflammation thereby underwent open repair with explant of composix e/x mesh (device 1 and device 2). Per operative notes, ¿an incision was made through previous incision site. The enterocutaneous fistula was removed. Previously placed infected composix e/x mesh (device 1 and device 2) was dissected out. Wound was irrigated. Vac placement was done. All abdominal wall abscess was drained. The defect was closed with sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with wound; adhesion thereby underwent open repair with vac placement.